Event description:
Pt underwent a mastopexy procedure in late 2007. The pt had wound inflammation one week following the procedure and developed a localized suture abscess. The doctor was able to manage the inflammation and abscess with an oral antibiotic therapy and incision and drainage.

Manufacturer narrative:
The customer did not report a specific product code or lot number. However, the following product description was provided by the customer: the device was not returned for eval. Furthermore, the product code/lot number is unk. Results: the device was not returned for eval. No product eval can be performed.